Event description:
It was reported that the lead had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead was breached due to multi-lumen tubing voids while in vivo. Concomitant product: 330-801 implantable pacing lead, implanted: (B)(6) 1994. (B)(4).